Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The caller reported they had cardioversion on tuesday and they were experiencing a power on reset (por) message when they tried to turn the ins back on. Caller reported they were going out of town the day following and they did not think they could make it to their healthcare provider's office. No patient symptoms were reported. No further complications were reported or anticipated.